Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) and left ventricular (lv) lead exhibited loss of capture (loc). Technical services (ts) recommend in office interrogation and evaluation of the lv lead. This crt-d and lv lead remain in service. No adverse patient effects were reported.